Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error on her insulin pump. Her blood glucose was 205mg/dl at the time of reporting. After trouble shooting, she was advised to revert to her backup plan. The insulin pump is being returned. No additional information was reported.